Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal via leads. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5. Evaluation results: the device was received at zoll medical canada. The customer's report was duplicated and attributed to the ECG limb lead cable. Zoll canada confirmed with the customer that the complaint of no ECG signal was through leads only. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend. Reports of this nature are typically not submitted as there would be no potential for clinical impact.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal via multifunction cable. Complainant did not indicate that there was any patient involvement in the reported malfunction.